Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the "head error" occurred during service on the rotaflow drive. No patient was involved. (B)(4).

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002 (B)(4). (B)(6). The affected rotaflow drive has been sent to the manufacturer em-tec in (B)(6) for repair and investigation under RMA #(B)(4). According to the service report of em-tec following work has been done. Rfd can not be initialized and the head error could be confirmed. Probable root cause according to em-tec could not be determined and is unknown at this time. Following work has been done by em-tec: electronic parts mc1 + mc2 + ferrite replaced. The rfd passed all functional test. A system test was performed according to the current valid service protocol. Thus the failure could be confirmed. In the course of the investigation of nc-17-06-011 all complaints were analyzed individually to look for patterns and causes. After evaluation of the complaints, the following defects are the most common: hot plug, sig error followed by head error, error message due to shaking / error message due to sensitivity, connection problems and hardware-error. The increase in complaints with the error "head error" is due to a user/ application error. The actions have been addressed in the past to prevent application errors. Furthermore, the instructions for use of the rotaflow system, see rotaflow system user manual, mcv-ga-10000703-de-11, contain detailed descriptions to prevent an "error head". In addition, the instruction manual describes the user has to react in case of an error message so that the application can be continued if possible. Since there are several causes of errors that result in an error head (error head) message, no final root cause could be determined. It is noticeable that the evaluated error is largely due to a user error. Warning in the IFU regarding "hotplug" and label with the "hotplug" warning on the rfc have already been implemented in the past.